Event description:
Nurse correctly activated the instant warm compress for patient use. The compress broke and liguid squirted out. Luckily, nurse had head turned, no splash in eyes. No liquid on patient.device #1is this a laboratory device or laboratory test?no.